Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an outflow graft obstruction and was seen in the clinic 1 week post outflow graft stenting. Log file review noted an elevated flow and power event along with 235 pulsatility index (pi) events. The cause of the pi events was determined to be the outflow graft obstruction and the stent placement resolved the pi events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no product was returned for evaluation and no images were provided for review. The submitted log file contained data from 11jul2022 - 12jul2022. Of note, the majority of the file was filled with pi events. The file recorded transient, minor elevations in power and flow on 12jul2022 that were captured during pi events. No other notable events were captured, and the pump appeared to function as intended with speed remaining at or above the low speed limit throughout the duration of the file. The account later noted that the cause of the pi events was an outflow graft obstruction. The patient had an outflow graft stent which resolved the pi events. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction¿ addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.